Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported strong inflammation following an intraocular lens (iol) implant procedure. The patient was treated with medication. The patient also experienced a decrease in vision. The symptoms are improving. The lens remains implanted.

Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge and handpiece. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).